Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint was due to the pressure sensor. The main circuit board which houses the pressure sensor was replaced to address this issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference #: (B)(4).

Event description:
It was reported to resmed an astral device had a pressure issue. There was no patient harm or serious injury reported as a result of this incident.